Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted : yes, (B)(6) 2017, results of confirms: bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), visual impairment ("vision probs"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue, visual impairment, migraine, headache, nausea, alopecia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 29-aug-2019: upon internal analysis, it was identified that case 2019-157989 is duplicate with retention case 2018-197559. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted : yes, (B)(6) 2017, results of confirms: bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse}"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), visual impairment ("vision probs"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have uterine leiomyoma ("fibroid in uterus"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue, visual impairment, migraine, headache, nausea, alopecia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma and visual impairment to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.